Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, om a laparoscopic sleeve gastrectomy, while the surgeon is transecting the stomach the stapler reach to the half distance 30mm and then jammed. The surgeon tried to push to complete the firing but it did not work. The surgeon also tried to retract the knife to open the jaw but he also failed the stapler was stuck and the jaws is biting the stomach which lead the surgeons to fire another stapler medial to the first one. The surgical time was extended 30 minutes or more.